Manufacturer narrative:
The technician replaced the brake caster, brake steer caster, swivel caster and the mechanism block assembly to resolve the issue.

Event description:
Account alleged that the brakes would not hold. No pt impact.